Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient underwent another procedure on (B)(6) 2013 and coloplast restorelle y mesh product was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted, concurrently with a laparoscopic sacrocolpopexy with cystocele and rectocele repair due to cystocele, rectocele, and urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. It was reported that patient underwent revision of failed mesh on (B)(6) 2013 due to failed/detached mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6)2013 by dr. (B)(6), md.